Event description:
It was reported that patient had a generator and lead replacement due to lead break on(B)(6) 2022. The explanted devices have been received for product analysis. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803. The medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA and livanova objects to their use.

Event description:
Lead product analysis was completed and the allegation of lead break and fracture of lead was verified. During the visual analysis of the third portion, coil2 was found to be broken. The broken ends of the coil2 show appearance suggesting that a stress-induced fracture has occurred. However, the exact fracture mechanism cannot be ascertained. Continuity checks of the returned lead portions were performed during the functional analysis, and no other discontinuities were identified. Other than the abraded opening abraded opening on the outer tubing, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. Note that since the connector bifurcation and the electrode array were not returned for analysis, an evaluation and resulting commentary cannot be made on those portions of the lead. Abrasions were observed on both connector boots and on outer tubing, did not penetrate, likely due to wear. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and outer tubing, in some areas from the abraded opening and the fracture. No obvious point of entrance was noted other than the identified openings and the cut ends of the returned lead portions. Product analysis for the generator was completed. No anomalies were discovered. No other relevant information has been received to date.